Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The power module was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on with ac power or battery. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Further evaluation determined no root cause could be determined for the reported issue of no dc power as the device powered on as expected with a known charged battery. The power module was replaced to resolve ac power issue.

Event description:
The customer contacted stryker to report that their device would not power on with ac power or battery. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.